Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty). Subsequently, the patient experienced rsd (reflex sympathetic dystrophy syndrome). Devices remain implanted. The surgeon prescribed medication and occupational therapy. The outcome is considered continuing. No further information available.

Manufacturer narrative:
D10: 300-01-10 - eq huml stem primary press fit 10mm: (B)(6). 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 322-10-00 - hum adapter tray, +0: (B)(6). 320-32-36 - exp glen, 36mm, for sm reverse: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.